Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient experienced infusion tube was folded double, which led to blockage of infusion set event on (B)(6) 2026. Due to this event, the patient experienced anxiety attacks, dyskinesias, and "off" symptoms. The blockage was located in the tube. No further information available.